Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced lightheadedness and dizziness. The right atrial (ra) lead exhibited intermittent overs ensing and was reprogrammed. Later, there was "mirror image" noise noted on the ra and right ventricular (rv) leads. Both leads remain in use. No patient complications have been reported as a result of this event.